Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The break in aseptic technique was further described as touch contamination that led to the reported event. The patient believed that he/she had touched the blue part (did not specify which part) while connecting. The patient was hospitalized, but the treatment was not reported. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.